Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 9/17/2025 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: - did the reported issue contribute to any patient adverse consequences? --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent an unknown dental procedure on (B)(6) 2025 and suture was used. The patient's left lower wisdom tooth has undergone surgery due to nighttime pain, and the pain has disappeared. The patient presented to the hospital at 8:15 am for extraction. Physical examination revealed no abnormalities, and oral examination revealed bilateral maxillofacial symmetry, with normal mouth opening and shape. During surgery, the gums showed no abnormal color, redness, swelling, or congestion. No other specific diagnosis was made: wisdom tooth. It was removed under local anesthesia at 8:20 am. The suture broke during the third stitch at 8:45 and was immediately re-stitched. The suture was completed at 8:50 am. There were no patient consequences reported. Additional information was requested.